Event description:
The reporter stated that they are getting "inaccurate readings" from the device." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete. Review of the complaint database indicates this is the tenth reported issue of this type for this product code in the last 24 months. Five of the these nine previous complaints could not be confirmed. Two were damaged through cleaning incorrect techniques. One had been damaged through an unk cause. One exibited only slight drift.